Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4. Reference MFR. Report#1627487-2018-05031, reference MFR. Report#3006705815-2018-01188, reference MFR. Report#1627487-2018-05030. It was reported the patient experienced pain at their scs site. Reportedly, a CT scan was performed and confirmed infection. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the entire system was explanted. During the procedure, the issue was discovered at the lead incision site. However, the physician expressed there was no sign of a serious infection.

Event description:
Device 4 of 4. Reference MFR. Report#1627487-2018-05031. Reference MFR. Report#3006705815-2018-01188. Reference MFR. Report#1627487-2018-05030. Additional follow-up information revealed the issue resolved.